Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise oversensing while sitting on the bed and eating breakfast at the hospital. Follow-up was performed and the device was reprogrammed to secondary vector and the smart delay set to the maximum. Exercise and provocative maneuvers were performed and noise was unable to be reproduced. Technical services (ts) reviewed the episode and discussed potential causes and programming options. It was advised to perform x-ray to assess the device position and it was mentioned that the episode contains symptoms of non-physiological noise including artifact, decrease in r-wave amplitude and unstable baseline. The s-ICD remains in service. No additional adverse patient effects were reported.